Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, a vt episode was diagnosed as svt due to cross-talk on the atrial channel. The device was re-programmed and remains implanted.